Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the left ventricular (lv) lead exhibited low pacing impedance. No intervention was performed. The patient condition was unknown.